Manufacturer narrative:
The product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a preloaded delivery system, model (B)(4) was primed by the scrub nurse and it was given to the surgeon for implantation. The device was placed into the eye and the intraocular lens was released abruptly from the cartridge into the eye causing concern to the surgeon. Reportedly, the surgery was completed with no patient injury. No incision enlargement, no vitrectomy was performed and no suture was used. The lens remains implanted. The patient was discharged on the day of the surgery with no complaints. No further information was provided.